Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was not present on the balloon and did not return alongside the device. Balloon folds remained intact with no evidence of inflation. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to distal tip. The balloon passed negative prep with no issues. The balloon was inflated to 12 atm and maintained pressure. No other deformation evident to the remainder of the device. Procedural image analysis: timestamps are the same across all images, making it impossible to establish a concrete timeline. A jacket of previously deployed stents can be observed in the left anterior descending (lad) artery. Stenosis evident to distal lad and proximal and mid left circumflex (lcx) arteries. Pre-dilation of the lcx can be observed, followed by delivery and expansion of a stent to the proximal lcx. Successfully deployed stent visible in the proximal lcx following expansion. Delivery and expansion of a stent to the distal lad can also be observed. Successfully deployed stent visible in the distal lad following expansion. Images do not capture the reported stent deformation or inflation difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier and one resolute onyx coronary drug eluting stents were used to treat a lesion, and the onyx frontier stent deformed. It was also reported that both stents did not inflate at the time of inflation. The onyx frontier stent was inspected prior to use with no issues noted. Both stents did not pass through a previously deployed stent. After the failed attempts, the patient was implanted with two same size medtronic stents. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.